Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin with the pump. Tandem customer technical support informed customer that cold insulin is off-label per the user guide. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.